Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/13/2016, that on (B)(6) 2016 the receiver would not hold a charge. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver finding no observations related to the customer complaint. The receiver was charge to 100% full battery. An overnight discharge test was performed on the receiver and passed. A global receiver functional test was performed on the receiver, resulted in no failures related to the customer complaint. The receiver case was opened and an internal visual inspection was performed on the receiver and it passed. Receiver's data logs were downloaded and reviewed, finding a screen error alarm, in addition to multiple firmware errors. Based on the finding of multiple firmware errors this is being reported. The complaint was confirmed. The root cause could not be determined post investigation.